Manufacturer narrative:
(B)(4): should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pouch of a minicap transfer set was split. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.